Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and refractive change overtime. The lens was exchanged for a same length lens of a different power and the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.

Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim: (B)(4)

Manufacturer narrative:
H3: device evaluation: the lens was returned with residue/debris on the lens in a microcentrifuge vial with moisture. Visual inspection found fibre on the lens but no damage on the lens. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).